Event description:
As informed brainlab (B)(4), an attempted intracranial biopsy supported by the brainlab navigation system was unsuccessful after 5 attempts. The user verified with an MRI scan that the actual applied trajectory differed from the planned, intended trajectory. The noras operating room head holder - c-arc was involved.

Manufacturer narrative:
According to the hospital: the case was changed to open craniotomy during the same surgery, with satisfactory clinical outcome. Nevertheless, a risk to pt health could not be excluded for this event. According to the provided investigation videos of the device on site, it looks like the interface for the brainlab reference star on the c-arc of the head holder is loose. Obviously this was not recognized by the user. Investigation results and conclusions can first be provided after failure analysis of the c-arc involved. The defective c-arc has been returned to noras for investigation but did not arrive yet. Corrective and preventive actions: a new c-arc was immediately sent to the customer and meanwhile successfully used on a craniotomy case. Since the failure analysis could not be performed, due to still missing c-arc, we can not decide at this time, what corrective and preventive actions, if any, would be advisable.